Event description:
Display backlight failure (device issue). No adverse event. Case description: on (B)(6) 2014, a healthcare professional (hcp) spoke with ikaria regarding a device issue with inomax dsir (B)(6). The device was in use on a patient. No adverse event was reported. Inomax dsir (B)(6) was removed from service and returned to ikaria for service evaluation. Investigational results were received on 11-feb-2015. Case comment: 26-feb-2015: although there was no adverse event reported with the device; it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR #3004531588-2013-00023).

Manufacturer narrative:
Device issue with inomax dsir # (B)(4). The device investigation was completed on 11-feb-2015. Inomax (B)(4) was returned to the manufacturer for service investigation. Ikaria regional service center (rsc) reviewed the service log and confirmed the reported complaint. Secondary finding unrelated to the complaint: during day 2 of testing, rsc experienced a delivery failure alarm for backlight inverter below minimum and replaced the touchscreen/display. A full functional test was performed and the device operated according to specification, so it was returned to the device service pool. The root cause for this report is display backlight failure. This condition will be tracked and trended under ikaria's quality system. This device issue did not result in an adverse event/serious adverse event; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (mdr3004531588-2013-00023).